Event description:
An 8perc packaged within a cook medical kit (ciaglia blue dolphin) was inserted in a patient bedside on (B) (6) 2010 around 2pm, and around 6pm it was discovered the cuff had deflated. The patient required going to the operating room to be recannulated with a new tube. The physician placed the defective tube underwater and determined there was a leak in the seam of the pilot balloon. They could not find a lot number directly on the 8perc and the cook medical packaging was thrown away.